Event description:
It was noticed that the robotic arm interactive orthopedic system (rio) was smoking after powering on. This event occurred in (B)(6).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted at mako surgical. An evaluation will begin on the suspect part (s) once they are received. A supplemental report will be filed when additional results are obtained.

Manufacturer narrative:
This is a supplemental report to the original correcting information from (B)(4).